Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2021-18727, 1627487-2021-18776. It was reported the patient lost effective coverage due to the l4 and l2 drg leads that have migrated. Surgical intervention is pending to address this issue. It is unknown which l2 lead migrated so both are being reported.